Event description:
It was reported that the 1.2 x 6 mm mini trek balloon was used to dilate a lesion in the left anterior descending artery (lad). However the pressure did not change while rotating the handle of the inflation device, and the mini trek balloon failed to inflate. The procedure was finished by using another abbott product. No resistance was felt during the procedure. The patient's final outcome is reported to be satisfactory. No adverse patient effects were reported. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to inflate was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.